Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he got an er1 message with high blood sugars in the 400's. He got the er1 again when he retested. He does not compare to the color chart on the test strip vial. No symptoms were reported. On follow-up, the reporter stated that he had high blood sugars and the er1 from eating too much sugar. He said that he has cancer. He stated that he had cut back on his sugar intake and that his blood sugars were back within normal range. The lifescan representative reviewed q.c. Procedures, discussed high blood sugars, and meter/lab comparisons with the reporter.